Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a pt blood loss of approximately 50cc occurred. It was reported that the cycler was exhibiting low venous and low effluent pressure alarms. Rinseback of the blood was attempted but not all of the blood was able to be returned due to apparent clotting of the filter. No medical intervention was required.